Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. Customer attempted a battery change, but now they're getting a battery out limit alarm that can't be cleared. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected scrolling or ramping of numbers noted. Insulin pump had an intermittent button response on the down arrow button due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.